Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk.

Event description:
During a pvc ablation procedure, a pericardial effusion occurred. Ablation was performed on the posterior septal side of the right ventricular outflow tract. At times it was difficult to maintain catheter stability in this location so the introducer was exchanged, and further attempts were made to ablate. Near the conclusion of the procedure, the patient was noted to be slightly hypotensive. A transthoracic echocardiogram revealed a pericardial effusion, for which a pericardiocentesis was performed; the patient left the lab in stable condition. The physician believes the cardiac perforation may be due to the manipulation of the catheter during introducer exchanges. There were no performance issues with any sjm device.